Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd vacutainer® brand sst ii advance tubes containing silica and gel were found with no vacuum when inserted into the "bd pronto holder", and upon removal, blood leakage was found in the holder. These events caused the tubes to exhibit underfills. As reported by the customer, "customer complaint that no vaccum and blood leakage during evacuated blood collection. He found no vaccum when he inserted sst tube to bd pronto holder. When he removed tube, he found blood leakage into holder."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® brand sst ii advance tubes containing silica and gel were found with no vacuum when inserted into the "bd pronto holder", and upon removal, blood leakage was found in the holder. These events caused the tubes to exhibit underfills. As reported by the customer, "customer complaint that no vacuum and blood leakage during evacuated blood collection. He found no vacuum when he inserted sst tube to bd pronto holder. When he removed tube, he found blood leakage into holder."